Event description:
It was reported to boston scientific corporation that a resolution clip was used during a procedure performed on (B)(6) 2024. During the procedure, the clip was not deployed. The procedure was completed with another resolution clip. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip difficult to release from catheter.